Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an cartridge air bubble issue. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that he noticed multiple air bubbles coming into the cartridge during the fill step of the cartridge. The patient reported that there seemed to be an area that the bubbles were coming from near the hub of the cartridge. The patient stated that he was going to change out the subject cartridge when he had access to his supplies. No blood glucose excursions were reported by the patient. The alleged issue was not resolved with troubleshooting. The patient declined to return the subject cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had a cartridge air bubble issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.